Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that device stopped during operation and alarmed. Alarm message "error 3". No health consequences of the patient were reported.

Event description:
It was reported that device stopped during operation and alarmed. Alarm message "error 3". No health consequences of the patient were reported.

Manufacturer narrative:
The available information were analysed for investigation. The log file or service reports were not available. Whether the reported stop of the ventilation unit occurred in this case cannot be clarified without the log file. The reported alarm message "device error (3)" is issued in the event of disturbed internal communication between the cockpit and the ventilation unit. Conclusions about the cause of the disturbed internal communication are not possible on the basis of the available information. In addition, there was information about an error code signaling that the cockpit was restarted too often in too short a time and a restart was not successful. The system's safety software analyses and verifies the proper functioning of the device. If the safety software detects an internal failure of the ventilator, a ventilator restart with associated alarm is triggered. The restart sequence lasts a maximum of 8 seconds. During this time, the emergency ventilator valve remains open to the environment, allowing spontaneous breathing. After a successful restart, ventilation is automatically continued with the last settings. The monitoring parameter displayed on the cockpit screen may be restricted if the alarm message "device error (3)" is present. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the secondary oled-display located on the ventilation unit. The device alerted the impaired internal communications as specified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The purpose of this report is to provide additional information. The affected unit, evita v300 serial number (B)(6), has meanwhile been examined in the manufacturer's repair workshop. The inspection of the unit revealed a faulty assembly m16.2 . The alarm message "device failure (3)" reported by the user is issued in case of a disturbed internal communication between the display (and processing unit) and the ventilation unit of the ventilator. The alarm message "device failure (3)" can be accompanied by a restart of the ventilation unit, depending on the error cause. If the safety software detects an internal error of the ventilator, a restart of the ventilator with associated alarm is triggered. The restart sequence lasts approximately 8 seconds. During this time, the emergency ventilator valve remains open to the environment, allowing spontaneous breathing. After a successful restart, ventilation is automatically resumed and continued with the last settings. If the restart is unsuccessful, the emergency ventilation valve remains open to the surroundings and the unit alarms by means of the acoustic auxiliary alarm (piezo alarm). Export of the log file of the affected unit is not possible due to the faulty assembly m16.2. However, it is plausible that the faulty assembly is the cause of the alarm message " device failure (3)". Without a log file, it is also not possible to conclusively clarify whether or not a restart of the ventilation unit occurred in this case, but this can be assumed based on the description in the user facility report . The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that device stopped during operation and alarmed. Alarm message "error 3". No health consequences of the patient were reported.